Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 no device problem found. H3: investigational narrative ¿ photo analysis: visual analysis of the individual image received from ethicon inc for evaluation determined that an empty former and a needle of product code w9931 could be seen with the needle separated from the suture. The image is not clear to determine the failure mode. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary - photo analysis. Visual analysis of the individual image received for evaluation determined that an empty former and a needle of product code w9931 could be seen with the needle separated from the suture. The image is not clear to determine the failure mode. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Additional information was requested, and the following was obtained: another suture was used to complete the procedure . The impacted product is not available . Lot number: brrm 78595 or lot number: an9049. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2021 and suture was used. During the procedure, the thread separated from the needle while suturing the skin. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.